Event description:
Physician decided to predilate lesion with a 2.0 balloon before inserting the catheter. He had no resistance inserting the catheter. He wanted to perform two pullbacks on distal and one proximal in the rca. We went tp perform the second pullback and I noticed that we had no rings during calibration and after a few seconds stopped calibration and requested that he pull it out. During the pullback we did not hear the catheter snap and no issues during readvance. When he removed the catheter there was no visible vld, the advanced force limiter had not been activated and there were no visible kinks or bends in the catheter. The pullback showed some red frames. A second catheter was pulled for post the distal stent placement. First pullback I had to manually override the pullback. The second pullback triggered automatically with no issue. However on the 4th pullback (3rd with this catheter) we noticed that there was a timing issue in angiosync. He used cine which was set to 15 frames per second. I have gathered the logs and pullbacks in addition to the first catheter.

Manufacturer narrative:
During the second pullback the catheter showed no rings on calibration. The returned catheter had no visible damage and purge/pullback were successful, but there was no vld at the tip. Disassembly of the catheter revealed a fiber break at the sc connector which led to the loss of image. This was likely caused by rotational friction. Complaint confirmed; the fiber break caused image loss. This issue is addressed under CAPA c23-009.